Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The pump was received with corroded motor home switch, minor scratches on lcd window, cracked battery tube threads and corroded keypad traces. (B)(4).

Event description:
The customer reported via phone call of moisture from the insulin pump. The customer's blood glucose level is unknown. The customer stated that he dropped his pump in the washing machine. The customer stated that there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.